Event description:
It was reported by the aci sales professional that a (B)(6), female, pt, underwent an abdominal aortogram with runoff and right superficial femoral artery (sfa) atherectomy on (B)(6) 2009. It was reported that the device did not perform as intended and the pt developed a hematoma. A pressure device was applied and the pt had complaints of back pain (7 out of the 10 scale). The cardiologist ordered lab work and a CT scan to rule out retroperitoneal bleeding. The CT scan documented a left common femoral pseudoaneurysm (psa). The pt was given thrombin injection which successfully treated tha psa on (B)(6) 2009. The pt was discharged in stable condition on (B)(6) 2009 and there was no report of pt clinical sequelae.

Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.